Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
On (B)(6) 2014, a 25mm epic valve was implanted in the mitral position. In (B)(6) 2016, the patient underwent hemodialysis. During a follow-up on (B)(6) 2019, an echo revealed mitral regurgitation. On (B)(6) 2019, the valve was explanted and exchanged for a 25mm masters valve (serial number: (B)(4)). Upon explant, the physician observed pannus and calcification. The user noted that one leaflet had become hardened resulting in incomplete coaptation.

Manufacturer narrative:
The calcifications and pannus seen at explant were confirmed. All three cusps contained calcifications. Cusp 2 was torn at the base. Fibrous pannus ingrowth was present on the inflow surface of cusps 1 and 3, as well as on the outflow surface of cusp 1. Cusp 1 contained multiple folds with retractions which caused incomplete coaptation. Cusps 1 and 2 contained thinning and loss of collagen fibers. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the calcifactions, pannus and tear could not be conclusively determined; however, per the site the patient underwent hemodialysis in 2016.

Event description:
On (B)(6) 2014, a 25mm epic valve was implanted in the mitral position. In january 2016, the patient underwent hemodialysis. During a follow-up on january 2019, an echo revealed mitral regurgitation. On (B)(6) 2019, the valve was explanted and exchanged for a 25mm masters valve (serial number: 17117341). Upon explant, the physician observed pannus and calcification. The user noted that one leaflet had become hardened resulting in incomplete coaptation.